Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the lancet left a large cut in infants heel during use with a bd microtainer® quikheel¿ preemie lancet. The following information was provided by the initial reporter: it was reported that a quickheel lancet left a large cut in infants heel.

Event description:
It was reported that the lancet left a large cut in infants heel during use with a bd microtainer® quikheel¿ preemie lancet. The following information was provided by the initial reporter: it was reported that a quickheel lancet left a large cut in infants heel.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.